Event description:
It was reported that one day post implant there was high pace/sense impedance. X-rays were examined and it appeared the set screw may not be properly placed, so a connection issue was suspected. The pocket was opened and the lead was tested through the analyzer with normal impedance. The lead was reattached to the device, and the measurements were within normal limits. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. One ventricular fibrillation (vf) episode of 180 ms average ventricular cycle occurred on 23-jul-2012 13:22:19. One lfp high rate nonsustained episode of 217 ms average ventricular cycle occurred on 23-jul-2012 19:47:21. A patient alert for out of tolerance subthreshold lead impedance occurred on 24-jul-2012 03:00:09. Programmer s2d data file 24095709 shows an alert event for "rv bipolar lead impedance > 3000 ohms." On 24-jul-2012 03:00:09.